Event description:
The pt received two leads with the same lot number. It was reported the pt had fallen, and his stimulation had become stronger. X-rays were taken and showed both leads had migrated. The (B)(4) rep was able to reprogram the pt and obtain coverage. Follow up identified the pt was attending a rehab facility, and no further follow up was planned.